Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Additionally, it was reported that a cartridge change error occurred. Customer loaded a new cartridge to resolve the issue and resumed insulin delivery. Customer¿s blood glucose level was 152 mg/dl.